Event description:
It was reported that during a laparoscopic gastric bypass procedure, after the third firing the device began to eject clips out of the jaw. The clips fell into the pt and were retrieved. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.